Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A visual inspection of the returned pump found both tamper seals removed. The right plunger case was found cracked and visible contamination was noted by the l-bracket pole clamp. A review of the pump event history log found evidence of base hardware failure. Functional testing was performed using power up testing. Testing duplicated the reported problem. The problem was due to contamination and corrosion found in the interconnect board, radio board and main printed circuit board (pcb). This root cause of the issue was determined to be customer induced via fluid ingression into the main body of the pump as a result of either improper cleaning of the pump, or the introduction of excessive fluids to the pumps surface. To resolve the problem, the interconnect board, radio board and main pcb were replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a base hardware issue. No adverse effects were reported.